Event description:
During a call for an unrelated issue, the caregiver reported that the solution in the patient's drain bag was white. During the night the patient stated he had chills and milky, white solution in drain bag. The physician advised he suspects peritonitis and instructed the patient to be seen in the emergency department. No further information was available. Additional information received from the facility nurse on (B)(6) 2011: the nurse confirmed the patient experienced an episode of peritonitis in october 2011. The patient was seen in the emergency department on (B)(6) 2011. The patient was treated with vancomycin 1 gram intravenous (IV) times 2 doses, then vancomycin 2 grams intraperitoneal (ip). The cause of the peritonitis is unknown. The patient practices good aseptic technique; no retraining was required. The nurse indicated that the baxter products and devices were not causally related to the event. The patient has recovered. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers ( h11e15012, h11e06086 and h11e12019) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted. This is report 1 of 3 involved in this peritonitis incident.